Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The nxstage one user guide states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. Possible harmful conditions include, but are not limited to venous disconnects, inadvertent fluid administration, or excessive ultrafiltration. The cartridge lot number was not provided and the log files were not available for review in order to identify or confirm cautions and alarms that occurred during the event. The device history was reviewed. No manufacturing deviations were noted and no parts were replaced related to the reported event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The patient dislodged the venous and arterial needles from his access as he fell asleep during treatment. He was admitted to the hospital where he received 2 units of blood.